Event description:
It was reported that the device had been beeping but the beeping stopped recently. The device had reached elective replacement time in early april after approximately five years of implant time. The latitude communicator had yellow lights indicating difficulty communicating with the device. The patient is concerned the battery is dead. The device is scheduled for replacement in may. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device had been beeping but the beeping stopped recently. The device had reached elective replacement time in early april after approximately five years of implant time. The latitude communicator had yellow lights indicating difficulty communicating with the device. The patient is concerned the battery is dead. The device is scheduled for replacement in may. There were no adverse patient effects.